Event description:
It was reported that during a da vinci-assisted unilateral inguinal hernia surgical procedure, the customer contacted the technical service engineer (tse) mid-procedure regarding an error message stating that there was a loss of right eye video. Prior to the customer contacting tse, the customer had swapped out the endoscope but the reported complaint remained. Tse reviewed the system logs and found system error 45308, 54, an d55 indicating that the high-resolution stereo viewer (hrsv) lost right video output on the surgeon side console (ssc) as well as the fiber cables being dirty. The reported complaint persisted after tse walked the customer through cleaning and reseating the blue fiber cables on the vision side tower and the ssc. The customer elected to swap out the ssc with another systems ssc but the reported issue persisted. The customer was using the wall integrated fiber cable connection. Tse had the customer bypass the wall plate connection and plug the ssc directly into the vison side tower using the normal blue fiber cable. The system powered on normally with no system errors. The customer is continuing with the surgical procedure as planned. The procedure was completing as planned with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: to resolve the issue the site exchanged the surgeon console with another one from a different room. A second surgeon console was used to finish the case.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Based on the field evaluation, this reported event was not confirmed. The fse was unable to reproduce reported problem. The system was tested and verified as ready for use. The complaint was not confirmed based on the field evaluation. Blank MDR fields: the missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Information for the blank fields in section e1 is not available. Field e4 is blank because it is unknown if the initial reporter submitted a report to the FDA. Fields g5 and g7 are not applicable.